Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to a sales representative and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received an injection of poly-l-lactic acid on (B)(6) 2008. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed subcutaneous nodules/lumps on both sides of her forehead after receiving poly-l-lactic acid. She received 1 ml of poly-l-lactic acid at each of the places where she had developed the nodules/lumps. In total she was injected with 14 ml. The nodules/lumps are currently being treated with steroids (nos). At the time of this report, the event remains ongoing. (B)(4). Pictures of affected area on file with source documents. Rptr's causality assessment: not provided. Additional follow-up info was received on 2-dec-08: (B)(4) results were received: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info received on (B)(6) 2008: the rptr is a healthcare professional (nurse). Additional info received on (B)(6) 2009: the nurse reported to the product specialist that the steroid treatment has had very good effect on the lumps, but she still needs one more steroid injection. The lumps are almost vanished and she has not been bothered by them. Addendum for follow-up info received on (B)(6) 2009: the pt reported via the product specialist that she has now developed small subcutaneous nodules/lumps at the nose. These were discovered sometime in (B)(6) 2009. The nodules are not visible, can be felt, and can be moved around in the tissue. The pt's subcutaneous nodules/lumps at both sides of the forehead are completely hard. Addendum for follow-up info received on 02-jun-09: attempts to contact the physician have been unsuccessful; therefore no additional info is available.